Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Additional devices listed in this event: catalog: 5526b400 description: triathlon prim bead pa sze4 bp lot: unknown. Catalog: 5517f402 description: triathlon p/a cr beaded #4r lot: unknown. Not returned.

Event description:
A knee revision due to instability was reported.

Event description:
A knee revision due to instability was reported. Update based on med review: baseplate malposition in excessive posterior tibial slope has caused flexion instability of the knee with the femoral component riding over the posterior border of the baseplate with poly bearing causing poly wear and metallosis due to metal-metal contact between femur and tibia requiring revision after 7-years.

Manufacturer narrative:
An event regarding instability and wear involving a triathlon insert was reported. The event was confirmed through the device return and analysis. A material analysis has been performed. The report concluded: damage was observed on the femoral component, insert and baseplate consistent with contact against each other. Debris was observed on the insert, likely from the femoral component. Eds showed the femoral component, baseplate and debris were consistent with astm f75 alloy. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Explantation damage and markings consistent with contact against the baseplate were also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Baseplate malposition in excessive posterior tibial slope has caused flexion instability of the knee with the femoral component riding over the posterior border of the baseplate with poly bearing causing poly wear and metallosis due to metal-metal contact between femur and tibia requiring revision after 7-years. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Material analysis concluded: damage was observed on the femoral component, insert and baseplate consistent with contact against each other. Debris was observed on the insert, likely from the femoral component. Eds showed the femoral component, baseplate and debris were consistent with astm f75 alloy. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Explantation damage and markings consistent with contact against the baseplate were also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The medical review concluded that baseplate malposition in excessive posterior tibial slope has caused flexion instability of the knee with the femoral component riding over the posterior border of the baseplate with poly bearing causing poly wear and metallosis due to metal-metal contact between femur and tibia requiring revision after 7-years. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.